Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could be interrogated, but no diagnostic testing could be performed. It was reported that this patient has undergone radiation treatment for lung cancer. A boston scientific crm software engineer reviewed device memory provided on a save to disc, and discussed that this device had undergone multiple resets, likely due to the radiation treatment. Further, the memory indicates that the device believes that a shock impedance test is being conducted, and therefore would not allow any additional tests to be performed. Ts recommended device replacement. To date, there have been no reported patient symptoms associated with this clinical observation.